Manufacturer narrative:
(B)(4). Device 1: lot 170711, date of manufacture: 11 july 2017. Device 2: lot171020, date of manufacture: 20 october 2017. Method: two complaint mr290v vented autofeed humidification chambers were returned to fisher & paykel healthcare in (B)(4) for investigation. The chambers were visually inspected for the reported damage. Results: visual inspection revealed a horizontal crack around the base of the chamber dome of device 1, below one of the ports. A smeared print was found above the crack of device 1. Two cracks were observed on the chamber dome of device 2; one below one of the ports and the other at the bracket. A smeared print and residue was found on the chamber dome of device 2. Conclusion: the nature of the cracking and the smeared print suggest that the damage was caused by the chamber coming into contact with a solution containing ethanol/alcohol, which has resulted in environmental stress cracking of the chamber dome. Every mr290 chamber is pressure tested following the manufacturing process to check for any leaks present in the chamber dome due to cracks and other causes. Any chamber which fails this test is rejected. In addition, the pressure test is followed by a visual inspection of each chamber. The subject mr290v chamber would have met the required specification at the time of production. Moreover, the hospital reported that the leak occurred after a period of use, which suggests that the subject mr290 chamber became damaged after it was released for distribution. Our user instructions that accompany the mr290v vented autofeed humidification chamber state the following: - "do not soak, wash, sterilize, or reuse this product. Avoid contact with chemicals, cleaning agents, or hand sanitizers." - "set appropriate ventilator alarms." - "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient."

Event description:
A hospital in (B)(6) reported, via a fisher & paykel healthcare representative, that a mr290v humidification chamber was leaking during use. No patient consequence was reported.